Event description:
I was persuaded by my doctor to have the essure product and procedure along with an iud, the mirana, placement rather than a partial hysterectomy. This lead to having severe cramping, bleeding, and the iud floating up further into my uterus. The iud was lodged and attached too far up in my uterus to be removed. The bleeding was so severe I had to go to the hospital due to bleeding all over my cloths and chair at work. I had several appointments regarding this where I missed add'l work. Then I had to have the hysterectomy where my uterus, ovaries, and tubes were removed. I was out of work for 3 weeks after this procedure. I was also hospitalized again within those three weeks due to a reaction to an antibiotic which is now something I have to closely manage (c-diff) as it could cause reoccurring issues anytime an antibiotic is taken. This started in (B)(6) of 2014 when they completed the essure procedure and the placement of the iud. The cramping began around (B)(6) 2014 and (B)(6) 2015 was when the heavy bleeding began. I was hospitalized for the hysterectomy on (B)(6) 2015 and again on (B)(6) 2015 due to uncontrollable vomiting and severe stomach pains from the c-diff which was from an antibiotic given to me at the time of the recent surgery.